Event description:
It was reported that the health care professional (hcp) suspected this right ventricular (rv) lead was dislodged. Data was reviewed, and it was noted the sensing amplitude dropped from 17.8 mv to 2.1 mv. Additionally, it was noted the electrogram (egm) showed rv loss of capture (loc) which caused the patient to pass out. The pause appeared to be greater than six seconds. The hcp suggested increasing the rv voltage until a lead revision could be performed. This rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.